Event description:
User reported a leak coming from the analyzer. The leak came from the back of the instrument and reached the floor. No patient samples were involved and no one was injured. The field service representative determined the cause to be a leaking reservoir pump. He replaced the reservoir pump and performance tests were performed.